Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens with an imperfection that was discovered after an intraocular lens (iol) implant procedure. The lens was removed at an unknown time. Additional information was requested.